Event description:
On (B)(6) 2013, the following information was provided: when the package was opened, the end of fs-omni was damaged and frayed. This occurred prior to use. This did not reasonably suggest a reportable event had occurred. The device was received for eval on (B)(6) 2013. Our lab eval of the returned product confirmed a catheter protrusion on the distal tip. Because there are dried fluids on the device and evidence suggests the device was used inside a pt. A protrusion of catheter material at the distal end of the device has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our eval of the returned device confirmed the report that the distal tip is damaged. During visual exam, it was noted that the cutting wire was slightly bent and exhibited signs of cautery. It was also noted within the tip a red/orange substance was noted prior to decontamination. A visual exam using 5x magnification per manufacturing specifications confirmed damage to the tip in the form of a split and burr protruding from the tip. The tip damage was also noticeable to the naked eye. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use condition could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position of progression of disease state, we could not reproduce the actual condition of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Damage to the tip of the sphincterotome can occur if the sphincterotome received excessive pressure during advancement of the catheter through the accessory channel of the endoscope. If the elevator of the endoscope has an abnormally sharp edge, this could contribute to a damaged tip. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviated the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to the device." Other factors that can contribute to a damaged tip include manipulating the handle with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection verifies the tip is round with no sharp edges. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment as post market feedback continues to become available.